Event description:
A surgeon reported that thirteen years following an intraocular lens (iol) implant procedure, glistenings were observed on the lens and the pt experienced poor vision. The surgeon also reported the pt experienced a visual acuity reduction and suspects it was caused by the iol. The surgeon reported the pt is healthy and is able to drive a car. The iol remains implanted in the pts eye. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. (B)(4).